Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When complete, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a pump door would not latch properly. It was also reported that there was no patient involvement. No additional information is available.